Event description:
It was reported that at the time of the generator change, the lead was examined under fluoroscopy and the conductor cables were found to have protruded through the insulation. The lead was explanted and replaced. No abnormal measurements were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.